Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Correction: d9- product available to stryker.

Event description:
During testing at the user facility, it was reported the device insulation was coming off, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
During testing at the user facility, it was reported the device insulation was coming off, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.